Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to an unknown product performance issue. A new lead has been implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned since it was damaged. A new lead has been implanted. No additional adverse patient effects were reported.